Manufacturer narrative:
(B)(4). The device was manufactured february 26, 2015 ¿ february 27, 2015. The device was received for inspection. Visual inspection noted white particulate matter floating inside the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. This was noted before use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.